Event description:
A medtronic rep reported a 5mm inaccuracy while in a tumor resection in mach cranial 5.2.5. The surgeon opened the skull, and before opening the dura, noted he was about 5mm inaccurate in the anterior/posterior position. The surgeon discontinued navigation and finished the surgery w/o complication. There was no impact on the pt outcome.

Manufacturer narrative:
Software investigation completed. After investigation of the pt exam it was determined the tracer pattern was improperly collected. The pt had loose skin which also contributed to this failure. The software functioned as designed.